Event description:
It was reported, needle 18 x 1-1/2 blunt fill black dots and almost a powder substance. The following was reported by the initial reporter: noticed in newly opened blunt needle that there are black dots and almost a powder substance. Checked others with it and only this one seems to be affected. Was there injury? Error occurred but did not reach the individual additional information: unfortunately, there is not a good photo of the contamination.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.